Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples (patient 1 = (B)(6); patient 2 = (B)(6)) processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient results were not reported to a clinician. The repeat trop I es results (repeat of patient 1 is (B)(6); repeat of patient 2 is (B)(6)) were reported for the affected patients. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The customer performed ''as needed'' maintenance and cleaning procedures to the incubator subsystem on the vitros eci analyzer. Performance testing following maintenance verified that the equipment was operating as expected. A definitive root cause for the event could not be determined. However, a pre-analytical sample processing and/or incubator contamination cannot be ruled out as contributing factors. The investigation continues at this time.